Event description:
Patient reported right side "deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, an opening on anterior, and yellow particles in shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior, air pockets (vv) were observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Air pockets (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint.

Event description:
Patient reported right side "deflation." The device has been explanted.